Event description:
It was reported that the patient experienced difficulties with the pump after implant due to cfs leak which caused the patient to "throw up and have vision problems for 4 days". The health care provider solved the cfs leak with a blood patch. It was also indicated that there was "water build up around" the pump so "he" had to drain it. The hcp had a hard time refilling the pump last time which the patient speculated was due to the pump moving. The patient has a small frame and the pump sticks out on one side. The patient was due for a refill the 2nd week in (B)(6). The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional review indicated that the patient was experiencing withdrawal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. 8835 personal therapy manager, serial # (B)(4). (B)(4).